Event description:
The customer contact reported particulate. The customer contact reported that there was foreign material in the cassette of the tubing set. No specific details were provided. There were no reports of any adverse pt events and no reported delays of critical therapies while the device in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.